Manufacturer narrative:
(B)(4). The second physician is: (B)(6).

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during an retrograde intrarenal surgery procedure in the kidney and bladder performed on (B)(6) 2022. During the procedure, it was noted that the coil part was buckled, therefore, the physician could not push and place the stent in the kidney and bladder. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. A photo of the complaint device was provided and showed that the distal end of the stent was buckled.

Manufacturer narrative:
Block h6: medical device code a40601 captures the reportable event of stent buckled. Block h11: block e1 have been updated based on additional information received november 28, 2022. The second physician is: dr. (B)(6). Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the stent coil became buckled or accordion. Additionally, positioner returned in good conditions, however their suture was returned unloaded and cut. For the functional test, the stent pass through successfully and no resistance was felt. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Regarding to the analysis performed to the returned device, evidence found with their bladder coil buckled or accordion, additionally their suture was not returned, which means that it was removed and indicates that the stent was used. This issue possible could be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was used, such as excess of force applied over the device during the procedure could have contributed to the failure. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that a polaris ultra ureteral stent was used during a retrograde intrarenal surgery procedure in the kidney and bladder performed on (B)(6) 2022. During the procedure, it was noted that the coil part was buckled, therefore, the physician could not push and place the stent in the kidney and bladder. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. A photo of the complaint device was provided and showed that the distal end of the stent was buckled. The device has not been returned for analysis.

Manufacturer narrative:
Block h6: medical device code a40601 captures the reportable event of stent buckled. Block h11: block e1 have been updated based on additional information received november 28, 2022. The second physician is: (B)(6).

Event description:
It was reported that a polaris ultra ureteral stent was used during a retrograde intrarenal surgery procedure in the kidney and bladder performed on (B)(6) 2022. During the procedure, it was noted that the coil part was buckled, therefore, the physician could not push and place the stent in the kidney and bladder. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. A photo of the complaint device was provided and showed that the distal end of the stent was buckled. The device has not been returned for analysis.